Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer states that approximately two weeks ago she noticed insulin had leaked into the pump's cartridge chamber. She believes it is from the cartridge. No adverse event reported. A request was made for the return of the device.